Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. Company representative (ar) performed an on-site assessment found cotton stuck in the left side toe switch. To resolve the issue, the ar cleaned the footswitch, performed service test procedure, and then found the machine to be working properly the root cause of the reported events are attributed to cotton being stuck in the left side toe switch, however, how or when the cotton entered the footswitch remains inconclusive. Actions taken per the sr resolved the reported events. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received with updated suspect product details.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before the cataract surgery an ophthalmic operating footswitch reflux function did not work. The surgery was completed on the same by replacing the footswitch. There is no patient harm.